Event description:
The user facility reported a 68-year-old male of unknown race and ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed hemolysis and experienced bleeding from their access site during impella cp support. Femostop was placed at the site to manage the oozing and the patient was given four units of fresh frozen plasma and four units of packed red blood cells to treat the conditions. Support was maintained with the implanted pump following the transfusion. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the hemolysis issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the access site bleeding and the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided.